Manufacturer narrative:
An investigation of the reported condition was performed. There were no samples received with this complaint. Therefore, an examination of the issue could not be performed at this time. A device history record (DHR) review was completed. There were no manufacturing issues related to the complaint issued for this lot. The potential root causes were determined to be: the accuracy and consistency of the scales used to weigh the sponges had not been verified. The procedure to set up the scales did not reflect the current process. For smaller sized product codes, extra movement is performed by rotating the sponges prior to banding and there were no guidelines for the tightness of the band. Calibration records of the scales used to weigh the bundles were reviewed. All scheduled calibration activities were completed on time, with no discrepancies found. All scales were found to be operating and weighing properly. The corrective and preventive actions (CAPA) were completed to optimize the auto bander process and prevent recurrence of the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that two packs of gauze had only 9 each instead of 10 each. The customer further reports that the issue was found before use, and there was no patient involved.